Event description:
It was reported that: during placement of an arterial line in the left wrist by the anesthesia team, the catheter was lodged underneath the skin. The tourniquet was applied to the upper arm. The stylet was still in the radial artery and the catheter was completely underneath the skin. The surgeon used an 11 blade to make a 3 or 4 mm incision in the skin overlying the stylet and catheter. The catheter was noted to be underneath the skin and the stylet was coiled subcutaneously. A pair of forcep was used to grab the stylet and catheter and remove them from the wound safely. The complete arterial line system was then removed from the artery and saphenous tissues. It was inspected and there were no remaining foreign bodies underneath the skin or the artery. Anesthesia staff checked an ultrasound of her wrist after that which confirmed no foriegn bodies under the skin. The patient condition was reported as "fine" post-procedure.

Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported **UDI related data quality updates only.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Section g.2.-report source corrected to 'other'- medwatch.

Event description:
It was reported that: during placement of an arterial line in the left wrist by the anesthesia team, the catheter was lodged underneath the skin. The tourniquet was applied to the upper arm. The stylet was still in the radial artery and the catheter was completely underneath the skin. The surgeon used an 11 blade to make a 3 or 4 mm incision in the skin overlying the stylet and catheter. The catheter was noted to be underneath the skin and the stylet was coiled subcutaneously. A pair of forcep was used to grab the stylet and catheter and remove them from the wound safely. The complete arterial line system was then removed from the artery and saphenous tissues. It was inspected and there were no remaining foreign bodies underneath the skin or the artery. Anesthesia staff checked an ultrasound of her wrist after that which confirmed no foreign bodies under the skin. The patient condition was reported as "fine" post-procedure.

Event description:
It was reported that: during placement of an arterial line in the left wrist by the anesthesia team, the catheter was lodged underneath the skin. The tourniquet was applied to the upper arm. The stylet was still in the radial artery and the catheter was completely underneath the skin. The surgeon used an 11 blade to make a 3 or 4 mm incision in the skin overlying the stylet and catheter. The catheter was noted to be underneath the skin and the stylet was coiled subcutaneously. A pair of forcep was used to grab the stylet and catheter and remove them from the wound safely. The complete arterial line system was then removed from the artery and saphenous tissues. It was inspected and there were no remaining foreign bodies underneath the skin or the artery. Anesthesia staff checked an ultrasound of her wrist after that which confirmed no foriegn bodies under the skin. The patient condition was reported as "fine" post-procedure.

Manufacturer narrative:
(B)(4)